Event description:
It was reported the patients blood glucose level rose to 343 mg/dl while wearing the pod between 4 and 24 hours and insulin was not being delivered as intended. The patient reported redness at the infusion site (abdomen).

Manufacturer narrative:
The device was received deployed. During fluid path testing, fluid was observed to be leaking from a hole in the exposed portion of the soft cannula. Although the cannula was damaged, the timing and cause of the damage are unknown. The download data from the device contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The phb files showed the algorithm was functioning as intended, correctly responding to cgm inputs.